Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is hard to see. The numbers are not legible and are not clear. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The pump powered on with a clear and legible display. Unrelated to the complaint, the keypad was found to be torn around the ok button. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.